Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.9 was jammed. The field service engineer (fse) reviewed the steps with customer to open the back cabinet and release the lever for the failed mini pocket. The customer successfully opened the pocket and removed the medication vials that were causing the jam. The customer was able to close the mini pocket, secure the emergency release latch, and lock the cabinet. The fse verified with the customer that the drawer was functioning properly. The system functioned as intended after the field service engineer assessed the customer.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was jammed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.